Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture fracture nonunion, surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial nail inserted should have been a long tfna, not a short, because there was a distal fracture that was not originally picked up on the x-ray. The bone did not heal because of the small fracture below the implant, therefore the short nail needed to be revised to a long nail.

Manufacturer narrative:
This report is for an unk - nails: tfna / unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that screw extraction instrument will not unscrew from femoral head screw. Tfna was removed and the femoral head screw could not be removed from the screw extraction instrument. The 110 mm titanium screw still attached to the instrument. The patient consequences unknown. Concomitant device reported: unknown helical blade (part #: unknown, lot #: unknown, quantity #: 1), unknown locking screws (part #: unknown, lot #: unknown, quantity #: unknown). (B)(4).